Manufacturer narrative:
(B)(4). Date sent: 2/10/2026. Corrected data d4: UDI#. Additional information was requested, and the following was obtained: what was the date of implant? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? How many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date endoscopically removed the eroded beads & laparoscopically removed the device the same day endoscopically removed the entire device laparoscopically removed the entire device was the patient stented? What is the current condition of the patient? No additional information has been provided. Patient doing well. A manufacturing record evaluation was performed for the finished device lot number: 25636, and no non-conformance's were identified. Investigation summary: a 14 beads linx device was returned in used condition. The device was returned in a locked position, in addition an attempt to unlocked was successfully made. Cut wire, bent wires and tooling marks were noted in some beads. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria.

Manufacturer narrative:
(B)(4) date sent 1/28/2026 d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of implant? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? How many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date endoscopically removed the eroded beads & laparoscopically removed the device the same day endoscopically removed the entire device laparoscopically removed the entire device was the patient stented? What is the current condition of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the linx device was explanted on (B)(6) 2026, after it was discovered during endoscopy that the device had eroded. No additional details were provided regarding the event.